Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced issues with the cartridge suspending insulin delivery early and the pump touchscreen being "extremely sensitive." No further information was able to be obtained.